Event description:
Additional information was received; it was reported they were able to resolve the power on reset with health care provider and everything was working fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported patient had por-power on reset, therapy has turned off and reset to shipping parameters. The patient stated they replaced the ins due to normal battery depletion. The ins was replaced on the day of this call at the hospital. It was also indicated that patient was exposure to a recent medical test or emi environmental. There was no symptom reported. The patients indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.